Event description:
It was reported that the handpiece gets hot . There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the handpiece gets hot. The reported event was confirmed. The service evaluation revealed a short circuit in the motor along with a worn cable and missing soak cap.